Event description:
It was reported that the patient went into a run of ventricular tachycardia (vt) followed by possible supraventricular tachycardia (svt) before atrial fibrillation. Magnesium and an amiodarone bolus were given, a drip was started without conversion. The patient had a cardioversion and returned to atrial fibrillation. An additional amiodarone bolus was given with no response. The patient was electively intubated due to respiratory distress and worsening symptoms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at this time. The hm3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia and respiratory failure as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12may2022. No further information was provided. The manufacturer is closing the file on this event.